Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported during a novasure procedure on (B)(6) 2026, that there was a array position error noted. It was reported that uterine sounded to 7 cm and the cavity length measurement was just short of 4 cm which was noted to be a contraindication. The physician chose to proceed to seat the array but the dial remained in the red zone. The array was deployed external to the cavity with no issue and the dial read over 4 cm and the array light extinguished. The physician decided to redilate the cervix and the internal os was pinching down on the lower segment of the array. The array was reinserted after dilation to a width of 2.7 cm. The physician proceeded with the ablation once the array light extinguished. The ablation was completed. An injury/ablation was noted to the internal cervical os. No post operative treatment was provided to the patient. The patient was sent home after the procedure. No other information is available.